Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient indicated that their implantable cardioverter defibrillator (ICD) would make an audible alert tone whenever the strap of their continuous positive airway pressure (c-pap) mask comes near their ICD implant in their chest. The patient stated that the mask strap does have magnetic connections, but they were unaware of the manufacturer of the mask. Patient is aware of the device / magnetic strap interaction and will make an effort to keep them apart. The device remains in use. No patient complications have been reported as a result of this event.